Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2025, for a duration of two days and treated with IV antibiotics. The patient was reimplanted with another cochlear device. The patient was reimplanted with another cochlear device on (B)(6) 2025. Correction: the previous or initial MDR submitted on march 27, 2025, was filed inadvertently. The correct explant date is (B)(6) 2025; not (B)(6) 2025, as previously reported.

Event description:
Per the clinic, the patient experienced an exposure of the receiver/stimulator and a skin breakdown at the implant incision site. Subsequently, the device was explanted on(B)(6) 2025. Re-implantation is planned but has not taken place as of the date of this report.